Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the resistance was met while filling the cartridge with insulin. There was no reported impact to customer's blood glucose. Although multiple attempts were made to contact the customer for additional information, customer did not reply.